Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2011, 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that while working in a concession stand, the patient became dizzy and lightheaded prior to receiving an inappropriate shock from the right ventricular (rv) lead. An electrogram revealed non-physiologic sensing consistent with alternating current. Lead impedance was stable and no oversensing was observed real time. The rv lead remains in use. No further patient complications have been reported as a result of this event.